Event description:
During troubleshooting for an alarm on the homechoice machine, the home patient (hp) reported to baxter technical representative (tsr) that there was air in the patient line. The hp stated she had air in her patient line every night and had spoken with her doctor. The tsr gave recommendations of ending therapy and starting over with new supplies. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue of air in tubing (without alarm) was not confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for potential use/user error related to this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.